Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge. During cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the customer was able to successfully load a new cartridge onto the pump. There was no impact to the customer¿s blood glucose.